Manufacturer narrative:
D6a: date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. 3 years post-operatively, the patient reported to have experienced aseptic glenoid loosening and pain; followed by a revision to a hemiarthroplasty with retained stem at an unknown date (see report 1038671-2024-00310). Subsequently, approximately 4 years after initial implantation, the patient was revised to a spacer. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a, b, c, d. The reason for the revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.